Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during an eviva procedure on (B)(6) 2025, the needle would not cut to take the sample. It is reported that the procedure was aborted and the patient will need to return for another procedure. No further information is currently available.

Manufacturer narrative:
An investigation was conducted: it was reported that during an eviva procedure on (B)(6) 2025, the needle would not cut to take the sample. It is reported that the procedure was aborted and the patient will need to return for another procedure. The device was returned to the post market quality laboratory for investigation. Visual inspection was conducted, and there were signs of physical damage observed; the cannula was not straight, and the tubing of the device was cut. Functional testing was not conducted due to the damage found. The visual inspection identified the cannula bent, confirming the failure. Since this unit was visually verified, functional test was not required. The complaint was confirmed, and root cause analysis determined that the failure was attributable to the outer cannula cut block assembly, specifically the outer cannula, which was not straight, as identified during the visual inspection. Control points are in place at the production line to increase the detectability of the failure mode. Conclusion: the reported issues have been confirmed, and the most probable root cause has been identified. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no relevant risk factors were found in the manufacturing process.